Event description:
A slow leak was detected in the pilot balloon at the luer valve junction on one size 8fen, low pressure cuffed tracheostomy tube. This was detected one day after insertion. The 8fen device was tested prior to insertion where no inflation problems were detected. There was one pt involved with no reported pt compromise. The 8fen device is available to be returned to the MFR for identification, analysis and investigation. As of the date of this submission the 8fen device has not been received by the MFR.